Event description:
A facility reported a perforator (ID (B)(4) broke in 4 parts during procedure when performing the 4th burr hole, and one part remained stuck in the skull bone. The procedure was completed with a replacement product available and the event led to 5-10 minutes surgical delay. No patient consequences. The drill used with the perforator was a medtronic motor mr8. The perforator clicked in place with the drill. The tests according to IFU were done and the perforation angle was perpendicular, keeping the angle during drilling.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye: the unit was soiled and disassembled. The bearing was also separated. Spring test attempted after rewelding a new sleeve (lot no: 886730/245685462). Unit successfully passed the spring test and functioned as designed. The drill test was performed: unit successfully drilled 5 holes and functioned as designed root cause: complaint was verified. Unit passed all functional tests. The root cause of this complaint is being investigated through a corrective and preventative action (CAPA).